Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not always beeping with messages, it would only vibrate. The customer¿s blood glucose during the incident was 50 mg/dl. The device alarmed a hardware low level. During troubleshooting, insulin pump received a pump error alarm. The device will not be returned for analysis.